Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 608mg/dl at the time of the incident. The customer reported that she was just on the line with a technician and technician was not able to tell her how to locate her serial number and she has already been on the phone for an extended period of time and only wants to get a replacement because she has already been through the troubleshooting with previous representative and provided her with all the information and she was at work. The customer stated that a week ago the cannula was bent and her blood glucose went up and she took off the set and replaced it. The insulin pump will not be returned for analysis.